Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd pen ndl 32g 6mm experienced a case of difficult device operation, difficulty attaching the pen needle cover, and difficulty removing the pen needle cover. The following information was provided by the initial reporter: I have difficulty in attaching the pen needle to the pen due to the tight outer cover. After injection, I then have another difficulty in detaching the pen needle from the pen due to the tight outer cover. I have experienced this issue about once monthly in these two months.

Event description:
It was reported that bd pen ndl 32g 6mm experienced a case of difficult device operation, difficulty attaching the pen needle cover, and difficulty removing the pen needle cover. The following information was provided by the initial reporter: I have difficulty in attaching the pen needle to the pen due to the tight outer cover. After injection, I then have another difficulty in detaching the pen needle from the pen due to the tight outer cover. I have experienced this issue about once monthly in these two months.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10. .